Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of humidifier heat and smells like burning wire. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the device powers on and provides airflow with the tubing and heater plate heating up. During the evaluation one error code was observed. A dust like contamination on the exterior and interior of the iso port, exterior and interior of the water tank lid, water tank seal, exterior and interior of the water tank, exterior and interior of the ui bezel, top enclosure, exterior and interior of the center enclosure, blower motor, blower box, heater plate, and the exterior and interior of the bottom enclosure. Hairlike fibers on the exterior of the water tank lid, exterior of the water tank, inlet/ outlet seal, top enclosure, exterior of the ui bezel, blower motor, heater plate, and bottom enclosure. Potential corrosion/ rust on the exterior and interior of the water tank pan. Potential liquid ingress with a white powdery substance consistent with mineral deposits on the exterior and interior of the iso port, exterior and interior of the water tank lid, water tank seal, exterior and interior of the water tank, top enclosure, inlet/ outlet seal, interior of the center enclosure, blower motor, blower box, heater plate, and the pca. The device appeared to have not been cleaned and a filter was not used. There was a burning odor potentially due to the liquid ingress to the blower. The water tank appeared to be over filled, which will cause the water to leak into the device. Pil was able to confirm the complaint of a burning odor due to liquid ingress to the blower and unit got scrapped.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing humidifier heat and smells like burning wire. Pil was able to confirm the complaint of a burning odor due to liquid ingress to the blower and unit got scrapped. This notification was opened for review for information received that a smells like burning wire. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.